Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that 60 hertz external electromagnetic interference (emi) occurred during the patient's treated ventricular fibrillation (vf) episode. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.